Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the emergency room after a vibratory patient notifier. After a successful software download, the device was restored and resumed normal function.

Manufacturer narrative:
Should have been: (B)(6) institute rather than unknown.

Manufacturer narrative:
(B)(4).